Event description:
It was reported that the photonblade 3 activated when placed in the holster without pressing any buttons. There was no associated procedure; no adverse consequences or delay.

Manufacturer narrative:
Lot number of the device is unknown - full UDI is not available.